Event description:
The customer reported a malfunction on the pump, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump and restarting the continuous glucose monitor. The caller did not need help with reloading the cartridge and planned to do so after the call. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being informed to call back if the issue happened again.